Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted suddenly from 50% to 10% multiple times in the past week. Customer reported blood glucose (bg) level was in the high 200's (mg/dl). A correction bolus was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.